Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous lesion in the right coronary artery (rca). A 3.5x33mm xience sierra drug eluting stent (des) was advanced to the target lesion and inflated one time below nominal pressure when a rupture occurred. The stent was not fully apposed to the vessel wall and required additional dilatation to be fully implanted, therefore another 3.5mm balloon was used to post-dilate the stent and successfully complete the procedure. It was commented that the calcified part in the lesion or a stent that had already been deployed at the proximal part to the lesion, probably caused the rupture, but that it cannot be concluded. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported material rupture was confirmed. The balloon material was noted to be scratched, with a pinhole rupture. The reported difficult or delayed activation could not be tested due to the component not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to the operational context of the procedure. Factors that may contribute to material rupture include, but are not limited to, material damage, inflation technique, interactions with other devices, lesion calcification / tortuosity, and/or insufficient preparation prior to use. Factors that may contribute to difficult stent activation include, but are not limited to, patient¿s anatomical morphology, loose connection with the indeflator, and/or damage to the inflation lumen / balloon. In this case, it is possible that the stent delivery system (sds) interacted with a previously implanted stent and/or the moderately calcified and mildly tortuous anatomy during advancement, contributing to the noted scratched material (balloon), in addition to, the reported material rupture and subsequent difficult stent activation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.